Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was achieved using a starclose se device after an interventional procedure. Reportedly, the starclose se device was used according to the instructions for use (IFU), but a small amount of skin dimpling was noticed and the clip was fired. A little resistance was felt removing the device. A small amount of oozing appeared and manual adjunctive compression was applied. A 6fr sheath was used. Following the procedure, arterial blood flow was noticed going into the scrotum area and around the access site and a hematoma developed. Pressure was held for 20 minutes reducing the size of the hematoma from approximately 6 inches across and managing the blood flow. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per the instructions for use (IFU) under precautions: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Feeling resistance when removing the device after clip deployment as reported, can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. At final inspection, all devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. It was reported a femoral angiogram was taken and mild calcification was noted. The starclose se instructions for use states: the safety and effectiveness of the starclose vascular closure system has not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Difficulty in removing the device can be caused by an inadequate nick and spread incision or by not maintaining angle of tissue tract during advancement of the thumb advancer. The reported information did not indicate any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause of the reported incident and associated patient effects could not be determined, however, the mildly calcified femoral artery may have been a contributing factor. A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.